Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI# (B)(4). Note: manufacturer contacted customer on 11/15/2018 in a follow-up call to ensure the customer's condition since the initial call:ustomers condition has improved, and he is no longer experiencing symptoms. On (B)(6) 2018 he did seek medical attention at the hospital where he was diagnosed with hyperglycemia. His blood glucose reading at the hospital was 500mg/dl and he was treated with an unknown serum. Customer was released the same day.

Event description:
Consumer complaint for high blood glucose test results accompanied by symptoms. The customer is concerned with tests results of 550 and 563mg/dl. The expected fasting blood glucose test result range is unknown. The customer did report symptoms of dry mouth, blurred vision, frequent urination. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 02/29/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.